Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the e-100 generator to resolve the issue. The fse then tested the system and verified that it was ready for use. The e-100 generator was returned for failure analysis and the reported issue was confirmed in logs but not replicated. The logs showed a recoverable error indicating e-100 generator failure which confirmed that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the e-100 generator was tested with 10 power cycles and 50 energy cycle cut/seal actions. No failure was found.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the customer encountered recognition issues between the e-100 generator and instruments/cables. As result of the issue, the surgeon elected to convert the case to open surgery. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.